Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5118876) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging shortness of breath. The patient states lungs feel full, and have a hard time taking deep breaths, and that they did not have this feeling before buying this CPAP model. Medical intervention was not specified. At this time, no further investigation can be performed because there is no patient information or serial number provided. If any additional information is received at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5118876) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging shortness of breath. The patient states lungs feel full, and have a hard time taking deep breaths, and that they did not have this feeling before buying this CPAP model. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.